Manufacturer narrative:
The device has been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4)

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was taken successfully from the stomach. The device was removed from the patient and it was noted that the jaws appeared to be bent and would not open. The jaws were pried open with a needle and the biopsy specimen was released. The jaws were tested after the specimen was released and the jaws would not open or close smoothly. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual examination of the returned device found that the needle was tilted, but the jaws were not bent. Functionally, the forceps opened and closed within specification. Additionally, no abnormalities were noted with the device riveting and welding which were within design specification. The condition of the returned incident device was not consistent with the complaint that the jaws were bent. The complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted. A search of the complaint database revealed that no similar complaints exist for the specified lot. (B)(4).

Event description:
It was reported to boston scientific corporation that a radial jaw 3 biopsy forceps was used during an esophagogastroduodenoscopy procedure performed on (B)(6), 2011. According to the complainant, during the procedure, a biopsy was taken successfully from the stomach. The device was removed from the patient and it was noted that the jaws appeared to be bent and would not open. The jaws were pried open with a needle and the biopsy specimen was released. The jaws were tested after the specimen was released and the jaws would not open or close smoothly. The procedure was completed with another radial jaw 3 biopsy forceps. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.